Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that external abrasion was noted at 40.9 cm to 41.6 cm from connector pin. The abrasion is consistent with that of exposure too friction with another implantable device.